Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from may 10, 2019 - may 14, 2019. H10: the actual device was received for evaluation containing 18 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified day of (B)(6) 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The device had been filled with 4800mg 5-fluorouracil and 144ml diluent glucose 5% to a volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.